Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument endowrist was misplaced. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was not in strong grip mode, though it was noted to have a dislodged jaw abnormality. There was no collision with other instruments, and the jaws were not stuck on tissue. Consequently, there were no adverse effects to grasped tissue, no unexpected tissue removal, and no observed bleeding. The surgical staff successfully opened the jaws intraoperatively using another instrument to pry open the force bipolar instrument jaws.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. A follow-up MDR will be submitted once the evaluation is completed and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint. The instrument was found to have a segment of the conductor wire dislodged between the distal clevis and the grips, resulting in slight misalignment and limited motion at the grip tips. A loop of the wire protruded above the outer surface of the distal clevis. The wire insulation was damaged, and the instrument passed the electric continuity test. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.